Manufacturer narrative:
(B)(4).

Event description:
It was reported that inappropriate programming had resulted in retrograde conduction. Automated mode switch episodes and pacemaker mediated tachycardia resulted. No patient symptoms were reported. No intervention was reported.